Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic urological procedure, when the device was fired, it had a poor staple formation, resulting to staple line bleeding. They then used another reload to resolve the issue, in order to complete the case. There was no patient injury.